Manufacturer narrative:
This lead was capped and was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during a routine follow up following a chest x-ray, showed evidence of subclavian crush to this right atrial (ra) lead. Evidence of lead fracture with damage to the insulation that resulted in a loss of capture (loc). The lead was capped during a device change out. There were no adverse patient effects reported.